Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that the top illuminator stopped working and the lower illuminator was not as bright as expected during a vitrectomy procedure. The case was completed with no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?., evaluation codes, and additional MFR narrative. The system was examined and the reported event was replicated. The company representative cleaned the optics of the lower illuminator, and also cleaned the lamp plug-sockets of the tabletop. The system was tested and found to meet product specifications. The system manufactured on february 22, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an accumulation of dirt and debris on the optics of the tabletop illuminator and on the plug-sockets of the auxiliary illuminator. (B)(4).